Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2013 due to undercorrection. The icl was exchanged for another icm120v4 but a different diopter (-5.5), which resolved the problem.

Manufacturer narrative:
Method: work order search results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length, width and diopter were measured and the result of the measurements were compared against the original values and the lens was found to be in specification. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, the most probable cause of the event is surgeon error while selecting the lens to be implanted. (B)(4).